Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator shut down while in use on patient with data acquisition/ printed circuit board assembly/ analog digital converter (da pcba adc) failed vent inop occurrences. The customer reported that there was no patient harm reported.

Manufacturer narrative:
The fse replaced the data acquisition to motor controller cable to address the reported problem. Patient information was not provided.